Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device did not advance further at mid- lad and disconnected partially when the physician was trying to advance the device further. The device was removed as a whole system by pulling it out cautiously and when it came outside the patient, it was disconnected completely. The procedure was completed using several sequential balloon technique. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft and collar were microscopically examined. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and was attached to the distal shaft. There was a section of the shaft from the collar that pulled out and attached to the ptfe. There were numerous kinks throughout the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device did not advance further at mid- lad and disconnected partially when the physician was trying to advance the device further. The device was removed as a whole system by pulling it out cautiously and when it came outside the patient, it was disconnected completely. The procedure was completed using several sequential balloon technique. No patient complications reported and patient's status was good.